Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the device reported, used in treatment, was returned for evaluation. A relationship between the device and reported incident was established. A review of manufacturing records for the reported lot number found non-conformances or anomalies during manufacturing process related to the reported event. A complaint history review has found related failures. Review of the product IFU found adequate warnings and precautions to prevent damage to the device during use. Risk management documents were reviewed finding no additional risks that require to be added to the reference document. A review of the product/print specifications found material discrepancy used during manufacturing. Clinical/medical evaluation was completed and concluded that based on the information provided, the root cause of the reported breakage is the needles being made of incorrect material vs the design 304 spring wire stainless steel. Since no patient harm is being alleged, no further assessment is warranted at this time. A visual inspection was performed and found a damaged needle. The complaint is confirmed. The factor related to the design or manufacture of the device that lead to the failure reported include, but are not limited to: (1) supplier related issue - failed to provide material that meet specification. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution. A corrective action was initiated to mitigate recurrence of the reported event and a field action was initiated to recall the product.

Manufacturer narrative:
The device reported, used in treatment, was returned for evaluation. A relationship between the device and reported incident was established. A review of manufacturing records for the reported lot number 2047483 found non-conformance's or anomalies during manufacturing process related to the reported event. A complaint history review has found related failures. Review of the product instructions for use found adequate warnings and precautions to prevent damage to the device during use. Risk management documents were reviewed finding no additional risks that require to be added to the reference document. A review of the product/print specifications found material discrepancy used during manufacturing. Clinical/medical evaluation was completed and concluded that based on the information provided, the root cause of the reported breakage is the needles being made of incorrect material vs the design 304 spring wire stainless steel. Since no patient harm is being alleged, no further assessment is warranted at this time. A visual inspection was performed and found a damaged needle. The complaint is confirmed. The factor related to the design or manufacture of the device that lead to the failure reported include, but are not limited to: (1) supplier related issue - failed to provide material that meet specification. The failure is being assessed for recommended actions and further evaluation regarding supplier controls are currently in progress. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that when the surgeon was performing a hip scope, a speedstitch needle broke inside the patient. The procedure was successfully completed without significant delay using a backup device. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.